Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of stroke is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the stroke. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1+. On (B)(6) 2019, the patient experienced facial aphasia and was unable to talk. Magnetic resonance imaging (MRI) and computed tomography (CT) were performed and confirmed a stroke, which required additional hospitalization. The cause of the stroke is unknown. The clip remained stable and mr remained at 1+. The patient was stable, but in critical care. On (B)(6) 2019, the patient was able to speak and transferred for inpatient rehabilitation. No additional information was provided.